Event description:
Novasure endometrial ablation procedure performed on (B)(6) 2012 as well as tubal ligation for sterilization. Successful surgery with no complications until (B)(6) 2011. Doctor advised patient to schedule hysterectomy in (B)(6) 2012, due to severe stomach cramps with some bleeding. Monthly menses has ceased since 2010 ablation; however, severe pain resembling cramps occurs during timing of what would be during menses. Patient does not have insurance and cannot afford more treatment. Patient read of FDA protecting itself and novasure from class action lawsuits. Hopefully, this is not the case. Patient will perform more research and look into other options regarding lawsuits.